Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that while performing an open gastric bypass, the surgeon attempted to fire the tvc55 but the device locked out for no apparent reason. Another device was pulled to complete the case. There was no consequence to the pt.